Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was the device ran without user activation after the trigger was released. The trigger of the device also disassembled during evaluation conducted at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event, the braking was inconsistent, was not duplicated. However, an e-box failure was identified. During testing, the technician noted that the trigger fell out of the device when it was pulled.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was the device ran without user activation after the trigger was released. The trigger of the device also disassembled during evaluation conducted at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.